Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to have the abutment removed. The implanted device remains. It is unknown if there are plans to attach a new abutment to the fixture as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 92129; not 93329 as previously reported. This report is filed on october 17, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.